Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with cracked battery tube threads. The insulin pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that they received a motor error alarm, button error and no delivery alarm. The customer's blood glucose was 298 mg/dl at the time of incident. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.